Manufacturer narrative:
Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported complaint, customer indicated that one of the tip cover loosened up and it moved forward. The tip cover was removed and discarded; therefore, it will not be returned. The tip cover accessory will not be returned for evaluation, as it was discarded by the customer. The root cause of the customer reported failure mode could not been determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci hysterectomy procedure, a scissor tip cover accessory had slipped distal tip. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.